Manufacturer narrative:
An event of seizure-like activity during post procedure recovery, a large circumferential pericardial effusion observed with cardiac tamponade and evidence of right sided chamber collapse was reported. Reportedly, emergent subxiphoid pericardiocentesis was performed bedside, then the patient was brought to cardiac catheter lab where a pericardial drain was placed. Approximately 500cc of bloody fluid was removed. The patient was intubated and placed on ventilator and transferred to intensive care unit (ICU). Information from field indicated that during implantation, the 25 mm amulet was determined to be incompatible with anatomy after two partial recaptures so it was removed and replaced with 28 mm amulet utilizing the same delivery system. Please note that per the instructions for use, "if the device is retracted farther than the radiopaque markers (fully recaptured), the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction." The provided images demonstrated recurrence of effusion on post-implant day 2 with pe resolution by post-implant day 5. Based on the information received, the cause of the reported incident could not be conclusively determined, however multiple manipulations of both amulet devices may have contributed to the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6 medical device problem code: 2017 improper or incorrect procedure or method added.

Event description:
Subsequent to the previously filed report, additional information was received: there was no device issues related the 25mm amplatzer amulet left atrial appendage (laa) occluder (lot: 9144247) mis-sizing. With replacement 28mm amulet laa occluder (lot: 9045489), multiple manipulations were needed. The patient was reported to be stable and recovering.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1056_advance_laa patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage (laa) occluder (lot: 9144247) was chosen for implantation utilizing a 14f amulet steerable delivery sheath (lot: 10048395). During implantation, the 25mm amulet was determined to be incompatible with anatomy after two partial recaptures so it was removed. A replacement 28mm amulet laa occluder (lot: 9045489) was then implanted utilizing the same delivery system. Post procedure, seizure -like activity was noted. The patient was unresponsive to pain, no palpable pulse. So cardiopulmonary resuscitation (CPR) began. An echocardiogram was performed and a large circumferential pericardial effusion was observed with cardiac tamponade and evidence of right sided chamber collapse. Emergen subxiphoid pericardiocentesis was performed bedside, then the patient was brought to cardiac catheter lab where a pericardial drain was placed. Approximately 500 cc of bloody fluid was removed. The patient was intubated and placed on ventilator and transferred to intensive care unit (ICU. Dopamine/levophed was administered for blood pressure support. On (B)(6) 2024, 150cc of fluid was removed via the pericardial drain. Another echocardiogram was performed with no observed pericardial effusion. Fluid was given to wean off dopamine. On 28 april 2024, minimal output of fluid from the pericardial drain so the patient began weaning off pressor support.